Manufacturer narrative:
The reported event of a noise, sensing, and set screw issues were confirmed. The ventricular set screw hex cavity was found to be slightly stripped. The stripped set screw hex cavity prevented the field from properly connecting their leads which caused the sensing and noise issues. Telemetry, impedance, sensing and pacing output functions of the device were tested and found to be normal. The cause of the stripped set screw hex cavity was procedure related.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the set screw was causing oversensing noise. The device was removed and replaced. There were no patient consequences.